Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had battery out limit alarm after battery change and customer were unable to clear the alarm because keys were not responding. The customer blood glucose level was 71 mg/dl. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked j2/lcd keypad connector noted. However, device received with all operating currents within spec and passed self-test, a21 error test and displacement test. No unexpected low battery , weak battery , battery out limit or failed battery test alarms noted during testing.